Event description:
It was reported that during use of the bd intima-ii closed IV catheter system was broken at the catheter, ¿due to restless pulling¿. An ultrasound was performed.

Manufacturer narrative:
Advice history review was conducted for lot number 8017199. Our records show the reported lot was manufactured in february of 2018. It was determined that this is the only instance of a broken catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the visual evaluation of the device returned to us by the facility, our engineers noticed physical indications that the tubing suffered from a strong pulling force being applied to the broken component during use of the device. The characteristics of the damaged section are a whitening along the broken edge, and a shrinking of the tubing material. Our team was able to replicate the damage found in the returned sample by applying a pull force test to the retention samples for this lot. However in order to successfully duplicate the event, a force that exceeded product parameters had to be applied to the tubing; suggesting that the root cause for this event is due to abnormal conditions during the use of the device. Bd will continue to track and trend for this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system was broken at the catheter, ¿due to restless pulling¿. An ultrasound was performed.